Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The complaint/event occurred on an unspecified date and involved a chemolock¿, 5 units. The report stated that chemolock and chemolock port easily disconnects. There were three instances when it happened: (1) cstd got easily disconnected with minimal force with different bd sets. The set locks and spins but disconnects. (2) cl2100 & cl2000s easily disconnects with minimal touching of wings. (3) the disconnects were also demonstrated at a meeting. This report reflects 3 same/similar incidents of the same complaint issue/failure mode with the same lot number.

Manufacturer narrative:
The complaint of disconnection on item no. Cl2000s-5 cannot be confirmed. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.